Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2014 and claimed that on (B)(6) 2014 patient experienced infection around sensor patch adhesion site. Patient sought medical intervention from pediatrician. Pediatrician prescribed antibiotics to treat the infection. No further medical intervention was necessary. At the time of the call with dexcom technical support, patient's infection had healed.

Manufacturer narrative:
(B)(4).